Event description:
It was reported that after a transurethral microwave treatment (tumt) procedure, the physician confirmed his patient had developed a rectal fistula. The physician successfully completed the tumt procedure with a urologix coolwave control unit and a ctc advance short microwave treatment catheter. Approximately 3 weeks after the treatment, the patient complained of urine coming through his rectum and upon examination by the physician, it was discovered that the patient had developed a fistula at the bladder neck. The patient was treated with a suprapubic catheter and diverting colostomy. No further patient injuries or complications were reported.

Manufacturer narrative:
The disposable devices were not returned; therefore, no direct device analysis is available. The treatment file from the control unit was obtained and analyzed by engineering. Results of the analysis confirm that the control unit operated properly but suggest that the catheter may have migrated into the bladder approximately 13 minutes into treatment. There is no evidence documenting that the catheter position was verified throughout the treatment. The catheter device history record was obtained and reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures and the device met specifications at the time of release. As no device was returned for analysis and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.